Event description:
This is a report of a patient who experienced and was hospitalized for an unspecified infection coincident with therapy for peritoneal dialysis. The patient was treated with unspecified antibiotics and remained hospitalized for the event. Therapy was discontinued and the patient was switched to hemodialysis. The patient had not yet recovered from the infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)additional information: should additional relevant information become available, a supplemental report will be submitted.